Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: our evaluation of the photo provided confirmed the report. The photo shows the co2 cartridge beside a portion of the red activation knob with smaller segments of the activation knob. The red activation knob appears to have shattered at the end which is normally placed within the white handle and tightened onto the regulator. Not all pieces of the red activation knob were included in the photo. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product prior to distribution. However, this product lot is within the scope of field action recall 066-r. Investigation conclusion: our review of the photo provided confirmed the report. The activation knob has broken at the threaded end where it secured to the regulator during activation and fractured into smaller pieces of the activation knob. A field action (reference field action 066-r) has been initiated for this nonconformance; the reported lot, w4850220, is within the scope of this action. A supplier corrective action request (scar) was initiated to further investigate device failure due activation knob breakage. This device is within the scope of the scar. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A supplier corrective action request (scar) was initiated to further investigate device failure due activation knob breakage. This product is included in the scope of this supplier corrective action request. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an unknown procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that when they were using it in the procedure, the co2 [carbon dioxide] cartridge blew out the bottom of it. The red activation knob hit the tech's finger and the co2 cannister landed on his foot. The tech did not require any medical attention due to this. The procedure was successfully completed with another device of the same type. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.